Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The blower motor was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the blower assembly and the issue was resolved.

Event description:
It was reported that the unit declared an error 1012 (air valve liftoff failure). There was no patient involvement.